Manufacturer narrative:
The 72203378 healicoil sa pk 4.5mm w/2 ub-bl cbrd bl used in treatment, returned for evaluation. The complaint states: ¿during shoulder joint surgery, two anchors were found with the distal part fractured during use¿. Visual assessment confirms complaint. Human matter was found on needle. Fractured anchor has been returned. An exact root cause cannot be determined with confidence. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that during shoulder joint surgery, two anchors were found with the distal part fractured during use. There was a delay between 0-30 min. The procedure was completed using a s&n backup device. All the pieces were removed using tweezers. No other complications were reported.

Event description:
It was reported that, during shoulder joint surgery, the anchor was found with the distal part fractured during use. It is unknown how the procedure was finished or if there was a delay. No other complications were reported.